Event description:
The carotid case seemed to be going fine and the recovery catheter was advanced in order to remove the accunet filter. There was an issue collapsing the filter into the recovery catheter, so the push-pull technique was used. It was pulled back into the recovery catheter, partially collasped, and it was then pushed distally and the recovery sheath was advanced to the filter. The devices were then pulled out of the pt as a unit; however, the filter had separated and was still in the pt as it had floated distal to the petrious segment. An attempt was made to snare the filter, but this was unsuccessful. A guide wire was put in and a stent was delivered to compress the device to the vessel wall. Flow was back and there was no neuro event.